Event description:
We had an issue with our claves on an arterial line. They had drawn blood through the clave and went to flush it. The clave would not clear of blood and upon closer observation the inner plastic was leaking and blood was in between the inner plastic and outer plastic. It did not leak to the outside. They changed claves and had this experience three times. We have pulled the lot # which is 6793269, expiration date 2027-01-01. Ref# mc100 microclave clear neutral connector. Replace with a different lot #, and it worked fine. Saved the three claves that had problems, and the claves with the same lot # were taken out of circulation in the unit. Manufacturer response for set, administration, intravascular, ICU medical (per site reporter). Emailed vendor informing them that we have a sample to send back. No response yet.